Manufacturer narrative:
Manufacturer's investigation conclusion: the evaluation of heartmate ii left ventricular assist system (lvas), serial number (B)(6), confirmed a wire discontinuity that would have caused the driveline faults captured in the submitted log file. Driveline wire damage was also confirmed that would have caused the previous low speed and pump stop events. The submitted log files from 12jul2020 through 24jul2020 were reviewed. A direct correlation between the heartmate ii lvas and the report of hypertension could not be conclusively established through this evaluation. There were no other notable alarms active in the log files. The submitted x-rays showed some areas with potential metal braided shield breakdown along the external portion of the driveline; however, a driveline wire compromise could not be confirmed via the submitted x-ray images. Following a driveline repair on 05aug2020, approximately 17¿ of the distal end of the driveline was returned. Electrical continuity testing of the external portion of the driveline revealed no wire discontinuities or shorts, even with manipulation of the driveline segment. Upon removal of tape from the driveline, areas of outer silicone jacket damage were noted. A specific cause for this damage could not be determined through this evaluation. Examination of the underlying wires revealed no evidence of any breaches or damage to the wire insulation or underlying conductors. The driveline was submerged in a saline bath for hi-pot testing and no areas of current leakage through the insulation of the driveline¿s wires were identified. Following a pump exchange on 10aug2020, the exchanged pump was returned assembled with the driveline cut approximately 11¿ from the pump housing, and no other distal sections of the driveline were returned. The outlet elbow was returned attached to the pump outlet port. The apical sewing ring, sealed inflow conduit, sealed outflow graft, sealed outflow graft bend relief (ogbr), and sealed ogbr collar were not returned. Upon disassembly of the pump body, visual inspection of the pump¿s blood-contacting surfaces revealed no evidence of adhered depositions or thrombus formations. Electrical continuity testing of the driveline connected to the pump revealed discontinuity of the green wire with manipulation of the driveline. Electrical continuity testing of the remaining wires revealed no wire discontinuities or shorts, even with manipulation of the driveline. Visual inspection of the wires revealed some areas with evidence of wire insulation abrasion. Microscopic examination of the wires revealed breaches to the insulation of the orange and yellow wires at approximately 0.75¿ from the pump housing. Discontinuity of the green wire was discovered at approximately 1.25¿ from the pump housing. The wire insulation breaches and wire discontinuity appeared consistent with fatigue due to repetitive flexing. No other areas of compromised wire insulation or damage to the inner conductors were discovered along the remainder of the driveline segment. The driveline was suspended in a saline bath for hipot testing to check for current leakage through the wire insulation, which confirmed the insulation breaches of the orange and yellow wires. No other areas of compromised wire insulation were identified. The driveline faults captured in the submitted log file would have occurred due to the discontinuity of the conductors within the green wire. The previously reported and confirmed low speed operation and/or pump stop events on the mobile power unit and power module would have occurred if either of the conductors from the orange or yellow wires contacted the metal braided shield, resulting in a short-to-shield. Additionally, low speed operation and pump stop events would have occurred on batteries or with an ungrounded patient cable if the conductors from the orange and yellow wires simultaneously contacted each other or the metal braided shield, resulting in a phase-to-phase short. The pump underwent cleaning and reassembly. Functional testing was not performed due to the proximity of the driveline damage to the pump housing. The heartmate ii left ventricular assist system (lvas) instructions for use (IFU) is currently available. Section 6 ¿patient care and management¿ discusses damage due to wear and fatigue of the driveline. This section also contains information on ¿caring for the driveline¿ (under ¿ongoing system assessment and care¿) and provides possible indications of driveline damage as well as how to respond to such events. This section also instructs to check the driveline daily for signs of damage, such as cuts, holes, or tears. Section 7 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 8 ¿equipment storage and care¿ also contains information on ¿care of the driveline,¿ and provides possible indications of driveline damage. Section 1 "introduction" provides an explanation of all pump parameters, including pump flow. Section 4 ¿system monitor¿ provides more information regarding all pump parameters and also describes situations which may result in a low flow hazard alarm, including changes in patient conditions. Section 6 "patient care and management" (under "pump performance monitoring") addresses assessing pump flow and explains that pump performance is sensitive to changes in systemic vascular resistance and left ventricular filling. This subsection additionally states that post-implantation hypertension may be treated at the discretion of the attending physician. Any therapy that consistently maintains mean arterial blood pressure less than 90 mmhg should be considered adequate. Section 6 (under "postoperative patient care") also cautions: "physiological factors that affect the filling of the pump, such as hypovolemia or postural hypotension, results in reduced pump flows as long as the condition persists. Pump flows are not restored to normal unless such conditions are treated." The heartmate ii lvas patient handbook is also currently available. Section 4 ¿living with the heartmate ii¿ contains information on caring for the driveline. Section 5 "alarms and troubleshooting" outlines all system controller alarms as well as how to respond to each alarm condition. Section 6 "caring for the equipment" discusses damage due to wear and fatigue of the driveline and outlines indications of driveline damage, as well as how to respond to such events. The relevant sections of the device history records for (B)(6) were reviewed and showed no deviations from manufacturing or quality assurance specifications. The implant kit shipped on 01dec2015. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Known short to shield was reported in MFR. Report # 2916596-2017-03052. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient has known short-to-shield and uses an ungrounded 14v cable. On routine interrogation, intermittent driveline faults were captured. The patient's driveline was considerably damaged and was taped from the exit site to the controller. There is a high suspicion for true driveline fracture. The log file captured several low flow events and driveline fault events. The low flow events were due to hypertension. To determine if the driveline faults were true, a controller exchange was performed so the log files from pre and post exchange could be compared. The log file didn't capture any active driveline faults but when comparing the wire values of the two logs it showed a potential issue with one of the wires. Radiographs showed areas where it looked like the shield was breaking down. The vad coordinator stated that the patient's driveline was twisted and in rough condition. On (B)(6) 2020, an external percutaneous lead repair was performed approximately 4 inches from the exit site. No issues were noted after the patient was back on the grounded patient cable. The patient underwent a heartmate ii to heartmate ii vad exchange on (B)(6) 2020.